Manufacturer narrative:
The referenced history of intracranial hemorrhage was reported under medwatch MFR report # 2916596-2016-00916. (B)(4). The patient¿s implanting center is carolinas medical center. The event of the stroke occurred while the patient was at (B)(6) . Documentation of the event was provided by (B)(6). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received sedation and paralytics for intubation due to an unrelated event and was transferred to (B)(6). On (B)(6) 2016 the patient awoke around 9:30 pm and was able to follow some commands. The patient moved both arms and legs without issue, but there was right hand grip weakness. The patient had a history of intracranial hemorrhage with right hand weakness. Head CT scan on (B)(6) 2016 was found to be normal. Reassessment at 11 pm revealed right sided weakness with right upper extremity thrombus. Stroke alert was called and cta head/neck was performed and was negative for occlusive thrombus. The patient¿s inr was 1.8 (inr goal 2-2.5). The patient was not a candidate for tissue plasminogen activator (tpa) or percutaneous intervention. Neurology¿s s leading differential diagnosis was a small vessel stroke not visualized on imaging. Head CT scan without contrast on (B)(6) 2016 showed multiple areas of focal hypodensity within the left basal ganglia, left posterior upper frontal location, right frontal and right parietalregion likely representing age-indeterminate infarcts. Small linear hyperdensity associated with the upper left posterior frontal precentral hypodensity likely due to mineralization or laminar necrosis was also observed. On (B)(6) 2016 a CT angiogram of the patient¿s head and neck was performed. The head CT scan found no evidence of acute of intracranial abnormality. A head CT scan without contrast on (B)(6) 2016 found unchanged multiple areas of focal hypodensity seen within the left basal ganglia, left posterior upper frontal location, right frontal and right parietal region likely representing age-indeterminate infarcts. Also observed was unchanged small linear hyperdensity associated with the upper left posterior frontal precentral hypodensity likely due to mineralization or laminar necrosis. On (B)(6) 2017 head CT scan without contrast found evolving acute/sub-acute infarcts including a newly identified area of infarction within the left occipital lobe and possibly right occipital lobe. It was reported that the patient regained full function in the right lower extremity, but lacked full strength in the right hand upon discharge on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding, stroke, thrombus and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.